Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl nor did the cgm read ¿high.¿ reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Additionally, the customer was not properly cycling the cartridge and was reusing the cartridges. The customer was educated on the proper load techniques. To address the occlusion issues, the customer changed the infusion set and cartridge, resumed insulin.